Manufacturer narrative:
(B)(4). Information provided by the manufacturer the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a laser treatment patient experienced an anterior haze on both eyes (ou) at a 1 week post op exam. A brief description of the event was that by one week post op, both eyes were re-epithelized but the visual acuity (va) was still blurry. At one week post op, the visual acuity without correction (vasc) was 20/30 on right eye (od) greater than the left eye (os). The patient was advised to continue the steroid drops (gtts) and increase every 2 hours (q2h) for one week and to discontinue (d/c) the antibiotic. The patient was seen weekly and the fluorometholone ophthalmic suspension (fml - topical anti-inflammatory product) was to be tapered to three times a day (tid) at one month to twice day (bid) at two months. At 3 month post op exam, the haze had worsen, therefore, the fml was increased to four times a day (qid) for ou. The visual acuity with correction (vacc) continued to be 20/20. At 4 month post op, exam the vasc for ou was 20/20. At 6 month post op exam, the intraocular pressure (iop) was at 14.